Event description:
It was reported that at implant the right atrial lead exhibited a sensing anomaly. The lead was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Complaint could not be confirmed. The reason for the reported condition could not be determined. It was noted upon initial visual inspection of the lead that the helix was clogged with blood. All electrical and mechanical measurements were within standard device specifications.